Event description:
Depuy acromed rec'd a broken moss miami polyaxial screw. The screw was broken on the screw shaft just below the polyaxial head. According to the complainant, the pt had fallen. X-rays were in 1999 and a broken screw was observed. A revision surgery was required to remove the broken screw. The fusion was reported as solid, at the time of removal of the screw. The screw breakage was most likely caused by the pt's fall. A revision surgery was required to remove the broken screw. A complete bone fusion was reported at the site.